Event description:
The consumer reported that they did experience a malfunction with their unit. It was "pre-set" on 3.5 and would jump to 5 or 6 without them touching anything such as being out at the mall. This would cause the bottom of their feet to go "numb" and making it difficult to walk. They took it off auto-pilot mode and went back to manually setting their unit as they needed. Relevant medical history includes chronic low back pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they hadn¿t notified their physician about experiencing a malfunction with the unit and it jumping up to 5 or 6 without touching it. The consumer didn¿t recall a specific date when the issue started, but thought it was possibly in 2014. When asked what circumstances led to the malfunction, the consumer stated it happened ¿any memorable time-at dinner with friends, getting up from a chair to go home and the unit went up high enough to cause me to have difficulty walking to my car which was parked in the lot.¿ in order to resolve the malfunction the consumer switched the unit from ¿auto¿ to ¿manual¿ and that way they controlled the unit as needed which ¿healed it their way¿ which was better for them as they weren¿t fond of the auto set. No further complications were anticipated/reported.